Manufacturer narrative:
To date, information suggests that this medical device has been returned to monitor plus therapy and remains actively in service without further issue. Investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
In review of this event, notably the report had been filed as a malfunction but should have been filed as serious injury due to the electrical intervention that had occurred as described in the original report.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been set to electrocautery mode for a patient surgery. During device interrogation, it was determined that this crt-d was never returned to monitor plus therapy. There was no report of adverse patient symptom associated with this clinical observation.